Event description:
It was reported that during the implant attempt the lead was placed and when the lead was removed from the sheath to change the curve of the stylet it was noticed that the coil had separation between the coils. The lead was removed and replaced with a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). The full lead was returned, analyzed and the defibrillation coil was distorted. It was noted that the defibrillation conductor fractured due to overstress, there was blood in/on the helix/lobe mechanism (sleeve head) and there was apparent explant damage.